Event description:
Customer reports results are not matching reference lab results for blood, nitrate and leukocyte parameters. Reference lab method unknown. There was no impact to patient care as a result of this event.

Manufacturer narrative:
Customer is using multistix 10sg urine strips. Blood, nitrite and leukocyte results are negative or small whereas the reference lab results on the same samples are large. Cause for these discortant results is unknown.